Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the catheter was used off-label to treat persistent atrial fibrillation and the patient experienced a drop in blood pressure and a pericardial effusion. During a pulse field ablation (pfa) procedure to treat persistent atrial fibrillation a farawave catheter was used. After completing ablation the farawave catheter was removed and a non-boston scientific mapping catheter was inserted for a post-map. Use of the farawave catheter to treat persistent atrial fibrillation constituted off-label use of the device, as it is indicated to treat paroxysmal atrial fibrillation per the instructions for use (IFU). The sheathes were pulled to the right side to perform an electrophysiology (ep) study when a drop in blood pressure occurred and a pericardial effusion was noted. A right-sided cause was suspected but undetermined. A pericardiocentesis was performed and the patient was hospitalized, though the procedure was completed successfully. The patient is expected to fully recover. The device is not expected to be returned for analysis due to disposal.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because the device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. B5: describe event or problem - updated.

Event description:
It was reported that the catheter was used off-label to treat persistent atrial fibrillation and the patient experienced a drop in blood pressure and a pericardial effusion. During a pulse field ablation (pfa) procedure to treat persistent atrial fibrillation a farawave catheter was used. After completing ablation the farawave catheter was removed and a non-boston scientific mapping catheter was inserted for a post-map. Use of the farawave catheter to treat persistent atrial fibrillation constituted off-label use of the device, as it is indicated to treat paroxysmal atrial fibrillation per the instructions for use (IFU). The sheathes were pulled to the right side to perform an electrophysiology (ep) study when a drop in blood pressure occurred and a pericardial effusion was noted. A right-sided cause was suspected but undetermined. A pericardiocentesis was performed and the patient was hospitalized, though the procedure was completed successfully. The patient is expected to fully recover. The device is not expected to be returned for analysis due to disposal. It was further reported that the pericardial drain was removed and the patient recovered in the hospital over the weekend after the procedure and was discharged early in the week after.